Event description:
Patient underwent surgery for left shoulder arthroscopic revision rotator cuff repair and subacromial decompression. A metal suture grasper broke well into her shoulder. 5mm radiographs revealed a routine metallic foreign body in the left should posterior subacromial space. Identified three weeks later and taken to surgery. Foreign body was mobilized and secured with a grasper and removed in its entirety.